Manufacturer narrative:
Operator of device is unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a system failure error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the bottom case was cracked by the l-bracket, and the right plunger case was cracked. An error code for maintenance recommended was found in the ehl (event history log). The customer reported issue was confirmed in that the returned device was due for annual preventive maintenance, otherwise there was no fault found. Root cause of the reported event is from the annual preventive maintenance being due, there was no problem with the device. Performed annual preventive maintenance and reset the preventive maintenance date. Performed powerup process and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.